Event description:
A hospital in (B)(6) reported that they found a crack in the restrictor of an rt268 infant evaqua 2 breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4) the rt268 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767 method: the complaint breathing circuit was returned to fisher & paykel healthcare and was visually inspected and pressure tested. Results: visual inspection revealed a crack in the yellow sle restrictor, along the weld line from the female end of the connector. The pressure test revealed that the circuit was within specification and did not exhibit significant leak. A lot check revealed no other complaints for lot number 141217. We have only received one other complaint of this nature for the rt268 breathing circuit. Conclusion: the crack along the flow line could have made it weaker than usual, and it thus cracked when the user tightened the connectors during set up. This was likely caused by a molding defect in the restrictor. All infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt268 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.